Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection of the returned platform was performed and found no physical damage noted upon receipt. A review of the archive was performed and no discrepancies were observed. Functional testing of the autopulse platform was performed and found the clutch plate had sharp edges preventing the encoder shaft to spin freely. The clutch plate was deburred and ae run_in test for thirty minutes was performed. The shaft spun freely without friction. The platform did not exhibit any faults or error messages. In summary the customer's reported complaint is confirmed. The root cause was attributed to the drive train motor clutch plate having burrs in the hex cut out and on the surface of the clutch rotor causing the encoder shaft to be sticky. After deburring the clutch plate, the device functioned as intended.

Event description:
During customer training on (B)(6) 2016, it was discovered that the shaft becomes stiff to rotate or locks in place when rotating the shaft manually to either ensure that the lifeband is correctly inserted or with the lifeband clip to clear a user advisory (ua) 45 (not at "home" position after power-on/restart) error message. There was no patient involvement reported.